Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that turned stimulation off prior to having a knee replacement surgery several weeks ago. A couple weeks after surgery the patient turned their stimulation on but it was irritating their knee replacement so they turned it off. Within the last few days they are trying to use therapy again and the screen shows that stimulation is on. However, the patient is not feeling it. During the call, the patient programmer confirmed that stimulation was on. They do have adaptive stimulation (as) on and when they change posture, the as does change. However, they are not feeling stimulation. Patient services suggested that the patient turn stimulation off then back on but they still do not feel stimulation. Since the patient was already at 4.5 volts, patient services suggested waiting to adjust settings to prevent overstimulation. An email was sent to a local manufacture representative (rep). The irritating stimulation began about 2-4 weeks ago and the no stimulation began within the last few days. The rep responded on (B)(6) 2019 indicating that they would call the patient. No further complications were reported/are anticipated. Additional information was reported that the patient had a knee replacement recently and turned off their ins. During post-surgery he turned the ins back on and could not feel stimulation. The rep met with the patient for a follow up appointment and discovered that electrodes 9, 10, 11 and 15 all had impedance issues when running a check. The patient was reprogrammed to include electrodes that were still functioning properly and the patient was happy with the stimulation results and pain relief again. The rep stated that something possibly could have resulted from the patient's recent knee replacement. The issue was resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-may-27. The cause of the patient not feeling stimulation was due to the programmed electrodes appearing to have an open circuit. The rep programmed around the effected electrodes. This information was confirmed with the physician/account. No further complications were reported/are anticipated.